Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7072439/7072769.

Event description:
It was reported that the patient developed a postop infection at the midline incision site. Symptoms of mild soreness and irritation were noted. The physician believed that the infection was not device related and it was unknown if procedure related. The patient underwent an explant procedure and was prescribed antibiotics. The explanted devices will not be returned.